Event description:
It was reported via repair work order that the ground path on the power cord was compromised due to a damaged ground pin. It was also reported that the head left caster tire was damaged which caused the bed to be difficult to push. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.